Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -13.5/2.5/082 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2023. This resolved the problem.